Manufacturer narrative:
The customer's report of a silicone separation at the lower pumping segment was confirmed with photographs supplied by the customer. No product will be returned because it was discarded by the customer. Review of the photographs show that the retention ring is still present on the silicone tubing. The root cause of the reported failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the set separated at the lower pumping segment joint when the user stopped the immunoglobulin infusion, removed the set from the pump and flicked the tubing to get rid of the bubbles in the line. The report suggests that blood splashed in the user's eyes and they went to the emergency department to be assessed. No additional information received.